Event description:
It was reported that, "the patient underwent hip replacement surgery in 2006, and at approx 7 months later". It was further reported that, "after implantation, the patient began experiencing significant pain, constant irritation and discomfort in the location of his hip".

Manufacturer narrative:
The devices are not available due to the ongoing litigation.